Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined."

Event description:
It was reported that a needle eclipse s/t 25x1 rb had volumetric accuracy issues during use. The following was reported by the initial reported: "client received a 0.3 ml dose from a pfizer covid-19 vaccine. After extracting 6 doses there was a significant amount of vaccine left in vial."